Event description:
The manufacturer sales representative reported that the extension fell out during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.